Event description:
A pharmacist reported that during a secondary posterior segment surgery on the right eye, the infusion endpoint from the vitrectomy pack got disconnected from the valved trocar during the low pressure injection of silicon oil. No system message was displayed. The surgery was extended by 30 minutes. Peroperative deflation of eye ball was noticed twice and silicon infusion got outside the ocular cavity. After surgery, on (B)(6) 2015, the patient's intraocular pressure was 20/15, no culture was performed. No unplanned surgical intervention was required. In surgeon's opinion, the device has contributed to the event. The patient came back to the hospital for consultation on (B)(6) 2015 for eye fundus. At the time this report was prepared, patient's outcome was unknown.

Manufacturer narrative:
Evaluation summary: the device history record review (DHR) shows the product was released per specifications. Two posterior procedure packs were returned unused with the manifolds still in their bands. Both infusion cannula hubs were noted to be disconnected from the infusion cannula tubing. Microscopic examination of the cannulas revealed silicone oil inside both components. The silicone oil found inside the device suggest that the customer utilized the infusion cannula for something other than its intent. The customer states that a 25ga vitrectomy pack was utilized for silicone injection, however, the warning on the directions for use (dfu) clearly state that the infusion cannula supplied in these packs is not intended for silicone oil injection. The root cause of the customer's complaint is customer misuse of the device. As described, the warning statement in the dfu states that the infusion cannula contained in the disposable pak is not recommended for use for silicone oil injection. The dfu also states that the mismatch of consumable components and/or use of settings not specially adjusted for a particular combination of consumable components may create a patient hazard.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).